Event description:
N/a

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit ECG cables were deteriorated. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). During maintenance it was found that the ECG cable was deteriorated due to use, and a quote for replacement of the cable was prepared for the customer. Additional information has been requested from the customer regarding repair. If additional information is received, a supplemental report will be submitted.

Event description:
N/a.